Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, received retainer ring fca notification. And confirmed, that retainer ring was clear. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1715kl, mmt-387a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Mmt-1715kl was requested. And customer response was, the device will be returned. No product return is required for mmt-387a, no product return is required for mmt-332a.

Manufacturer narrative:
Pump received with broken/ missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Unable to perform all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Successfully downloaded the trace and history files using thump. The following were noted during visual inspection: missing retainer ring, broken reservoir tube lip, missing reservoir tube o-ring, cracked case (battery tube), cracked keypad overlay, stained keypad overlay and missing display window/cover broken reservoir tube lip and missing retainer ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.